Event description:
Per the clinic, the patient's implant failed to osseointegrate (date not reported). Subsequently, the patient was placed under mac anesthesia on (B)(6) 2023 in order to explant the device. Additional information has been requested but has not been made available as of the date of this report.